Event description:
Bandgrip was used on my left knee as a way to keep my incision closed. It caused me to have trauma to the skin results in numerous blisters and sores. I reached out to my surgeon who told me to just remove them myself. We didn't feel comfortable so I went to a different, local orthopedic dr who removed them and addressed the open blisters and wounds caused by bandgrip. When I send photos to the surgeon who used them, his team said "this can happen after surgery when the bandgrip is on and the knee swells it can cause blisters." If I had known this I would have refused them. FDA safety report ID # (B)(4).